Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing of a retained kit of the complaint lot. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A review of tracking and trending for the alinity c creatinine2 assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 65446ud00. A review of the device history record did not identify any nonconformance or deviation associated for lot 65446ud00 related to the complaint issue. Retain testing using reagent lot 65446ud00 met all acceptance criteria and the product is performing as expected. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the alinity c creatinine2 reagent lot 65446ud00 was identified.

Event description:
The customer reported on feb 16 in the morning an alinity c creatinine2 reagent kit sn (B)(6) was loaded onto the alinity c processing module, lot 65446ud00, which generated several instrument errors of "1039 unable to calculate the result. Absorbance exceeded the optical limit" prior to generating the falsely depressed alinity c creatinine2 results that were not released. The customer processed internal quality control which also generated low results. The customer changed the reagent kit to sn 06319 and repeat testing was done on feb 17, and it was confirmed that the results returned to perform as expected. The following data was provided: sid (B)(6): initial crea2 result = < 0.10 mg/dl; repeat result = 8.95 mg/dl; sid (B)(6): initial crea2 result = < 0.10 mg/dl; repeat result = 4.68 mg/dl; sid (B)(6): initial crea2 result = < 0.10 mg/dl; repeat result = 2.71 mg/dl. The customer¿s reference range for creatinine: male: 0.80 to 1.28 mg/dl / female: 0.55 to 1.02 mg/dl there was no impact to patient management reported.

Event description:
The customer reported on feb 16 in the morning an alinity c creatinine2 reagent kit sn (B)(6) was loaded onto the alinity c processing module, lot 65446ud00, which generated several instrument errors of "1039 unable to calculate the result. Absorbance exceeded the optical limit" prior to generating the falsely depressed alinity c creatinine2 results that were not released. The customer processed internal quality control which also generated low results. The customer changed the reagent kit to sn 06319 and repeat testing was done on feb 17, and it was confirmed that the results returned to perform as expected. The following data was provided: sid (B)(6): initial crea2 result = < 0.10 mg/dl; repeat result = 8.95 mg/dl. Sid (B)(6): initial crea2 result = < 0.10 mg/dl; repeat result = 4.68 mg/dl. Sid (B)(6): initial crea2 result = < 0.10 mg/dl; repeat result = 2.71 mg/dl. The customer¿s reference range for creatinine: male: 0.80 to 1.28 mg/dl / female: 0.55 to 1.02 mg/dl there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 - patient identifier: (B)(6) (total of 3 patients). All available patient information was included. Additional patient details are not available.